Manufacturer narrative:
It was reported to abbott a patient was experiencing ineffective stimulation. The patient underwent a revision where it was noted the l2 lead had descended. The lead and anchor were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.